Event description:
During a robotic sigmoid colon resection, fragments of the vessel sealer came off into the patient. They managed to get the pieces out with the suction and grabbing them piece by piece.